Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50mg/dl, cause was unknown. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.